Event description:
It was reported that the patient indicated that they could feel the pacing. An x-ray was taken which showed that the leads had markedly pulled back in both chambers. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, there was a cosmetic outer insulation depression. (B)(4) the full lead was returned, analyzed and it was found that the outer insulation was breached likely due to clavicle rib crush. It was also noted that there was blood/body fluid on the proximal conductor, but that this was not obstructing. The outer insulation also had a cosmetic depression.